Event description:
As reported, in 2008, the pt was implanted with a gore tag thoracic endoprosthesis for a traumatic transaction. On three days later, a follow-up computed tomography scan revealed that the proximal end of the device had infolded. On the next day, the pt underwent a successful reintervention in which a palmaz stent was implanted to resolve the infolding. No further info was provided.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.